Event description:
Received information stating patient underwent a revision surgical procedure four months post index surgery. As per reporter x-ray showed one of the screws was backing out.

Manufacturer narrative:
Product has been received and investigation was completed. A microscopic review of two returned cams was performed, and visual inspection confirmed a fracture.